Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per tech did troubleshooting with dealer and found a piece was broken on center tilt seat frame.